Event description:
The device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the safety would not activate. There was no consequence to the pt.

Manufacturer narrative:
Based on the visual and functionally testing, the instrument was found to function as intended. The incident could not be repeated. Co reviews each incident as it occurs in an effort to continuously improve the products.